Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additionally, numerous low r waves yellow alerts were also noted. Additional information received from the field indicating that the cause for high threshold and low amplitude was unknown. Furthermore, this lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b1: adverse event, b2: outcomes attrib to adv event and product problem and h6b: impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additionally, numerous low r waves yellow alerts were also noted. Additional information received indicates that the suspected cause of the low amplitude and high threshold was unknown, and the lead was capped and a new lead implanted. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.